Event description:
It was reported that pump malfunction occurred after pump got went., there was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.